Manufacturer narrative:
Updated section h.2.6 and 'additional codes' film evaluation summary: the reported deformation of the delivery system could not be confirmed on the pre-implant films provide; therefore ,the cause of the event could not be determined. Procedural angiogram showing positioning of the delivery system in the artery and attempts to deploy the device were not received for a thorough analysis of the event. The exact planned implantation site was not clear and analysis of the limited returned films did not reveal any obvious anatomical anomalies that may have led to the reported issue. Photo evaluation summary: the reported deformation in-vitro was confirmed through review of the images provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the endovascular treatment thoracic aortic dissection. The dissection was located 25mm from the trailing edge of the lsa. It was reported that during the procedure, the stent graft was delivered into the patient as normal. When it was ready to be deployed, it was found that the delivery system was broken near the tip capture release handle and it could not be deployed normally. The physician tried again to open it and was then successful. The stent graft deployed and there was no impact to the patient or surgery. It was confirmed the device packaging was intact and undamaged.  Per the physician the cause of the event could not be determined.  No additional clinical sequalae were provided and the patient is fine.